Manufacturer narrative:
No parts have been received by the manufacturer for analysis. Parts not returned to manufacturer.

Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system was inaccurate. The surgeon stated the system was accurate near the surface, however, inaccurate by approximately 2 to 3mm near the skull base, deeper into the sinus. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
It was later determined that the site performs the CT scans a couple weeks in advance with a non-medtronic headset on the patient. Then they remove the headset and put it back on the day of the surgery. This is not approved use of the fusion navigation system. Site used the application in an off label way with a frame not rigidly attached to the skull for pointmerge registration and was unsuccessful. No software faults or anomalies caused or contributed to the reported event.